Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt's diabetes nurse reported, the pt's infusion device often displays e4 (occlusion) error. This began in (B) (6) or (B) (6) of 2009. Each time the e4 is displayed, the pt changes the infusion site, tubing, and insulin cartridge. The pt also stated there has been moisture in the cartridge compartment of the infusion device and he has had issues with air bubbles in the insulin cartridge. He stated he began experiencing air bubbles in (B) (6) 2009. He stated he has also experienced elevated blood glucose. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.